Event description:
This is a report from global pharmacovigilance (gpv) and is a spontaneous report from a customer with supplemental information from a us facility nurse regarding peritonitis related to the patient's reuse of his mini-caps coincident with dianeal lo cal ultrabag and diabeal intraperitoneal for peritoneal dialysis (pd) therapy. On an unreported date, the patient began therapy dianeal it is unknown if therapy continued during this event, the customer report on (B)(6) 2012, the event of peritonitis occurred. The patient was not hospitalized for this event. Treatment was not reported as of this date. The patient/caregiver reported that the cause of the peritonitis was due to the patient's reuse of the mini-caps. It is unknown if the patient was retrained regarding aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. The root cause is undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.